Event description:
It was reported patient underwent partial knee arthroplasty on an unknown date in 2007. Subsequently, patient underwent a revision procedure on (B)(6) 2014 due to pain.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information and additional information, which was unknown at the time of the initial medwatch. Discarded.

Manufacturer narrative:
This follow-up report is being filed to relay initial procedure date, which was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent partial knee arthroplasty on (B)(6) 2007. Subsequently, patient underwent a revision procedure on (B)(6) 2014 due to pain.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "persistent pain"